Event description:
During internal failure analysis investigation, the patient side manipulator (psm) arm failed the brake weight drop test. Failure was found during in-house testing and there was no patient involvement reported.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-2 brake was replaced.